Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist and was informed that byte had completely ruined their bite and if they don't get their teeth fixed their molars will crack. The dentist stated they need a whole new set of braces to fix what byte did.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.